Manufacturer narrative:
No product will be returned per customer. No investigation was performed. Although requested, additional information was not provided.

Event description:
It was reported that the pump segment ballooned and was replaced. Although requested, additional information was not provided.